Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05352 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used during a hemostasis procedure in the colon to prevent bleeding post polypectomy. According to the complainant, during the procedure, it was not possible to deploy the clips as they remained attached to the delivery system. It was noted that, "the procedure could have been a possible contributing factor to the event." The procedure was completed with a third resolution clip without complications. The patient was reported to be stable after the procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05352 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clip devices were used during a hemostasis procedure in the colon to prevent bleeding post polypectomy. According to the complainant, during the procedure, it was not possible to deploy the clips as they remained attached to the delivery system. It was noted that, "the procedure could have been a possible contributing factor to the event." The procedure was completed with a third resolution clip without complications. The patient was reported to be stable after the procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. "According to the complainant, during the procedure, it was not possible to deploy the clips as they remained attached to the delivery system. It was noted that, 'the procedure could have been a possible contributing factor to the event.' Clinical follow up confirmed that there was no bleeding post-polypectomy and that no tissue damage or bleeding resulted from this event. The procedure was completed with a third resolution clip without complications. The patient was reported to be stable after the procedure.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05352 for the associated device report. It was reported to boston scientific corporation on (B)(4) 2010 that two resolution clip devices were used during a hemostasis procedure in the colon to prevent bleeding post polypectomy. According to the complainant, during the procedure, it was not possible to deploy the clips as they remained attached to the delivery system. It was noted that, "the procedure could have been a possible contributing factor to the event." The procedure was completed with a third resolution clip without complications. The patient was reported to be stable after the procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. "According to the complainant, during the procedure, it was not possible to deploy the clips as they remained attached to the delivery system. It was noted that, ''the procedure could have been a possible contributing factor to the event.'' Clinical follow up confirmed that there was no bleeding post-polypectomy and that no tissue damage or bleeding resulted from this event. The procedure was completed with a third resolution clip without complications. The patient was reported to be stable after the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed, as the control wire was separated per design, but was not returned with the device. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the evaluation conducted and the details of the complaint, is it likely that the failure to release the clip from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Patient is over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.